Event description:
It was reported that the patient was presented at the hospital due to infection. The patient's pacemaker pocket was red and swollen with some puss discharge. The pacemaker, right ventricular (rv) and right atrial (ra) leads were explanted. The patient was stable.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.